Event description:
The customer reported multiple lactosorb screws broke during a procedure resulting in a surgical delay of almost one hour. No adverse effects were reported as a result of the surgical delay.

Manufacturer narrative:
The returned screws have been used in surgery and due to the material cannot be desterilized, thus the evaluation is limited to visual through the bag they were returned in. There are three screws that have been broken through the first thread from the head of the screw. There are two screws that have been broken through the middle of the threaded portion. There is one screw that is broken through middle of the screw and also has the hex head attached but bent. All of the fractures are typical of excessive force applied to the screw. Lactosorb screws need to be inserted into a pre-tapped hole. If the hole is not deep enough the screw will bottom out and excessive force to drive the screw farther will result in a broken screw. Also improper technique can result in excessive force or a bending force on the screw causing it to fracture. There are no indications of manufacturing defects. The most likely cause of the screw fractures are excessive torque applied during insertion. Fields were updated based on the device evaluation. Supplemental file two of four for the same event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of four for the same event.